Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device shows wear and tear, damaged enclosure, tank cover, and block assembly. The technician started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The device leaked from the block assembly. The root cause of the rooted issue was found to be stripped threads in the interlock block caused by the customer. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Additional information received via email 15-nov-2021. Event date unknown. No patient involvement.

Event description:
It was reported the device was found leaking. Reporter stated no patient was involved.